Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported patient presented for device interrogation and physician evaluation due to shock delivered. After further evaluation, rv lead was replaced due to microperforation and dislodgment. No further patient complications were reported as a result of this event. Additional information was received in a lawsuit alleging that the patient 'experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention.'